Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home patient initiated the initial drain cycle prior to connecting the transfer set to the patient line of the homechoice set. After receiving the alarm the home patient connected to the setup and attempted to clear the alarm. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was associated with this incident, per international affiliate.